Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reports the cause for the charging issues was not determined. They state when they meet with the patient the device works fine. Rep believes it could be an education issue and patient needs to be reviewed with the charging protocol. Issue has not resolved but rep states it will be resolved when they next meet.

Event description:
2024-nov-21 (B)(4) (con, rep): information was reported that the patient (pt) had experienced a bad fall, and then didn't have stimulation on for two weeks after that. The rep met with the pt on (B)(6) 2024 to reprogram the device.  They had programmed the intensity for a1 at 4.2 ma and a2 at 4.6 ma.  The pt claimed the stimulation automatically adjusted the following day.  The pt had checked and saw that the intensity values were at 0.6 ma and 0.8 ma.  The rep had the pt adjust the intensity back up to 4.2 and 4.6 using their remote.   The rep inquired what could have changed the stimulation. Technical services (tss) reviewed information with the rep. The rep planned on following up with the pt in a few hours and was going to meet with them on (B)(6).  On (B)(6), the rep called back reporting that when the pt fell, they had broke their hip, and then did not use therapy for three weeks.  When the rep met with the pt on (B)(6) 2024, they had programmed with low settings, and after that the pt started having charging issues with the ins not charging well and not holding a charge.  The rep confirmed that the ins was superficial but it was not sticking out.  The pt was not with the rep at the time of this call, and they would be following up with the pt.  No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported adaptive stim was turned off and the stimulation turning off was no longer happening. The representative stated the patient's battery life had decreased from 4-5 days to 2. The cause was unknown. Additional information was received, it was reported the patient was still having charging issues.